Manufacturer narrative:
Updated fields: d4, d9, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned for evaluation, however a photo was provided and evaluated. A definitive root cause could not be determined; it is likely that potential cause occurred through one of the following mechanisms. 1. The probe came into contact with hard tissue such as bone or calcified tissue, or with metal clips, stapler needles, or other surgical instruments. 2. The ultrasonic vibration caused part of the coating on the probe to peel off, and the probe was also scratched. 3. The load of sealing and cutting and grasping tissue was applied to the probe, causing cracks to form starting from scratches. 4. The probe was subjected to some load and broke. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device tip broke during use. There were no reports of patient harm.